Manufacturer narrative:
As received only the distal end of the lead was received for analysis. Internal insulation abrasions were noted in three locations breaching the ring electrode, right ventricle and non-functioning cable lumens with no damage noted to the etfe coating. In one location the inner lumen was abraded with no damage noted to the ptfe liner. The optim sheath was damaged in all internal abrasion zones consistent with procedural damage. An external insulation abrasion was also noted breaching the ring electrode cable lumen consistent with suture sleeve tie down forces. No damage to the etfe coating was noted.

Event description:
This report is to advise of an event observed during analysis.